Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned, and investigation has been completed.

Event description:
During ivtm therapy, the thermogard console (sn tgxp00419) displayed a tcmid:07 (coolant temp high) error message. Another method was used to start and continue treatment. No consequences or impact to the patient.